Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb extension. On (B)(6) 2017 the patient came in emergently with abdominal pain. The physician discovered a type 3a endoleak and a ruptured aneurysm. The physician elected to implant an additional suprarenal aortic extension and an infrarenal aortic extension to seal the endoleak. The procedure was reported as successful and the patient was in stable condition post procedure. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported pain, ruptured aorta, endoleak 3a, reline with suprarenal (sr) aortic and infrarenal aortic extensions. Additionally, clinical evaluation discovered the following. At the index procedure, on (B)(6) 2013, there was malposition/windsock of sr cuff (deployed 1cm below renal arteries). At 50 months post implant, on (B)(6) 2017, an endoleak 3b of the main body (stent dilation of 48%). Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to decreased overlap of the components due to the change in the infrarenal aortic angulation over time. No procedure-related and user-related issues, off label, or cautionary product use conditions were determined. Associated clinical harms for this event included: type iiia endoleak, aortic rupture, pain, and secondary endovascular procedure. The most likely cause of the malposition of the proximal extension during the index procedure was related to the unintentional user error. The cuff was placed approximately one centimeter below the renal arteries, no additional cuff was required due to the length of the proximal neck. No procedure-related, anatomy-related issues, off label, or cautionary product use conditions were determined. Associated clinical harms for this event included: no known impact on the patient. Additionally, the most likely cause of the compromised stent graft integrity of the main body was related to the strata graft material. No procedure-related, anatomy-related, and user-related issues, off label, or cautionary product use conditions were determined. Associated clinical harms for this event included: type iiib endoleak. The final patient disposition was reported to be stable. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and will not be returned for evaluation. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).